Event description:
It was reported that a pump with an unknown serial number started beeping no disposable, clam tubing. No patient injuries.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).